Event description:
Caller reported that the pump's quick bolus/wake button was difficult to press and required multiple attempts to activate the pump screen. There was no adverse impact to the customer's blood glucose level, as values were confirmed to be within the normal range. Technical support instructed the caller on proper button usage, ensuring it was not plugged into a power source and advising on the correct way to press the button, which resulted in the button functioning as intended.